Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was tightened to resolve the haze/mist issue. Unit meets specifications and was returned to service. (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an oil mist emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). The investigation included a review of the device history record (DHR), trending analysis of the issue and system risk analysis (sra). Trending analysis of the reported issue was reviewed from december 2017 to june 2018 and no significant trend was observed. The sra shows the risk for a quality problem with no impact on safety to be "low." No parts were replaced to resolve the reported issue. Upon further follow-up and clarification from the customer, there was no report of any odor, smell, haze or mist emitting from the sterrad. The customer reported a loose oil mist filter. The assignable cause is likely due the oil mist filter. The field service engineer adjusted the part and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).